Event description:
It was reported that a (B)(6) female underwent a valve explant after an implant duration of approximately twelve (12) years. Through follow up with the health care provider, it was learned that the reason for explant was due to structural valve deterioration and severe prosthetic aortic stenosis. Per the obtained records, the old valve was quite stenotic. One (1) leaflet was completely immobile and not able to be moved at all. The other two (2) leaflets were moderately calcified. This was removed and the annulus was sized to a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. Once implanted, the patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
The initial report of stenosis was confirmed. Moderate to heavy calcification was observed in the cusp area of leaflet 1, minimal calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth was also demonstrated. The x-ray showed calcification as well. Based on our analysis of the subject device, the root cause of this event has been confirmed to be calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device manufacturing records were reviewed and this device passed all manufacturing and sterilization inspections. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are required at this time.

Manufacturer narrative:
It was reported that the device was explanted due to stenosis and structural valve deterioration. The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.